Manufacturer narrative:
Currently no plan to remove retained piece. Followup report will be submitted when evaluation complete.

Event description:
It was reported that an epidural catheter was placed in 2004, in female patient. Upon placement, md noted very thick muscle which he passed through to reach epidural space. Attempts to retract catheter 2 cms were unsuccessful. It continually went back into the patient. Upon removal, nurse met resistance and dr. Was called for assistance. The catheter separated and wire uncoiled. Md cut catheter and sent patient to CT for consult with neurosurgeon. Neurosurgeon removed wire, but 2 cm of catheter body was retained in patient.